Event description:
Per the clinic, the patient experiences chronic facial nerve stimulation; reprogramming attempts have been made; however, the issue remains un-resolved. The implanted device remains.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2015; during the same surgery the patient was re-implanted with a new device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report filed april 27, 2016.

Manufacturer narrative:
(B)(4). The implanted device remains.